Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
Following patient implant of an evoke spinal cord stimulation (scs) system, the patient was unable to be programmed into closed loop due to being unable to connect the scs system with the clinical interface for programming. Troubleshooting was unsuccessful. Approximately 42 days later, the scs system was revised, and the patient was successfully programmed receiving adequate therapy.

Manufacturer narrative:
The closed loop stimulator (cls) was received for analysis and the reported communication difficulty was confirmed. No obvious damage or discontinuity was noted when examined under magnification. It was identified that the reported issue was due to electrical discontinuity. A review of the manufacturing records confirmed that the unit passed final electronic testing, confirming that the observed issue occurred after release. The cause of the reported issue cannot be conclusively determined.